Event description:
Caller reported a malfunction on the pump with malfunction code malf 12. There was no reported impact on the customer¿s blood glucose level as the customer declined to answer whether their bg exceeded 500 mg/dl. Customer service assisted the caller in resetting the pump, and the malfunction code did not recur afterward. Caller was advised to call back if any further issues arise, and they acknowledged and understood the instructions.